Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached acoustic lens, the cause was due to some kind of stress, such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a detached acoustic lens. There was no patient involvement.